Manufacturer narrative:
The reported complaint of the platform (sn (B)(4)) displayed user advisory (ua) 12 (lifeband not present) and (ua)18 (max take-up revolution exceeded) error messages was confirmed based on the archive data review but not during the functional testing. The probable root cause for the (ua) 12 error message could be due to the belt clip not detected in the spool shaft and/or not fully inserted when the platform was powered on, most likely attributed to user error. The root cause of the (ua)18 error message was determined to be defective load cells. The cracked front enclosure and defective load cells were likely attributed to mishandling such as a drop. During visual inspection, the platform was examined and found a cracked front enclosure, and a missing load plate shoulder screw, thus confirming the customer reported complaint. In addition, unrelated to the reported complaint, observed a torn load plate cover. This type of physical damage found during visual inspection is characteristic of the user mishandling such as a drop. The front enclosure and load plate cover were replaced to address the damage. The screw was installed to address the issue. Also unrelated to the reported complaint, noticed the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance. The cause for the sticky clutch could be due to normal wear and tear. The impact of a sticky clutch was not severe enough to make the platform non-functional. The clutch plate was deburred to address the sticky clutch problem. The autopulse platform passed the initial functional testing without any fault or error. Upon further testing, unrelated to the reported complaint, notice no brake activation upon powering on the platform. The root cause was due to the normal wear and tear. The autopulse platform is a reusable device and was manufactured in march 2016 and is more than 5 years old, past the expected service life of 5 years. The brake was cleaned and adjusted to remedy the issue. The archive data review showed occurrence (ua) 12 and (ua)18 (max take-up revolution exceeded) error messages to have occurred around the customer's reported event date, thus confirming the reported complaint. Load cell characterization test results confirmed that both load cell modules exceed normal parameters and were replaced to remedy the (ua)18 error. The lifeband clip detect switch inspection shows that the switch lever was able to close and is in a parallel position. The platform was verified using a standard belt test clip aid, the platform was tested and operated as intended without (ua) 12 error messages. The user advisory (ua) 12 is the clearable error message to alert the operator when the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft can freely rotate after insertion. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 12 (lifeband not present) and (ua)18 (max take-up revolution exceeded) error messages. Also, the customer observed load plate screw missing and the front enclosure cracked. No patient involvement.